Manufacturer narrative:
It was reported that after the stent placement, free air was observed after the stent was implanted. According to the additionally reported information from the distributor, the relevant device was removed from the patient under the emergency operation on (B)(6) 2017. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Perforation can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. It is hard to find out exact root cause for this complaint because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure. The suspected device was not returned so it is difficult to judge perforation caused by device malfunction. It is considered that perforation was occurred due to complexity of patient's lesion status and stent implantation. This suspected device is not registered in the us, but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2017 - cdt2208 was placed to reduce compression. On (B)(6) 2017: since the patient complained stomach ache, CT examination was performed and then the free air was observed. So, an emergency operation had conducted. No additional information had been obtained about patient status so far. The surgeon guessed that since the region of perforation is where between sigmoid colon and rectosigmoid, the hook part of stent perforated to wall of the intestine and resulted in perforation.